Manufacturer narrative:
Multiple 510(k): k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, there were an unspecified number of false positive results due to instrument contamination. There was no report of patient impact. Assays used: enteric bacteria panel.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, there were an unspecified number of false positive results due to instrument contamination. There was no report of patient impact. Assays used: enteric bacteria panel.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing inconsistent results on the most recent two instrument runs with the enteric bacterial panel assay. Confirmatory testing performed by the customer indicated that the issue could be related to contamination. The customer instrument database and log files were provided to bd application specialists for further analysis. This analysis revealed evidence of environmental contamination. Bd specialists guided the customer through the decontamination procedure and following completion of the procedure, it was confirmed that the problem has been resolved. This complaint is unconfirmed as the root cause was determined to be environmental contamination. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.